Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Pinion axle support, incomplete cycle. The analysis results found that the ats45 device as received with the firing mechanism damaged and with a tr45g cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a lobectomy procedure, the surgeon was uncomfortable during his intervention. The stapler made an abnormal noise at the first cartridge. He was able to use four cartridges ref: tr45g lot # unknown but the stapler was still doing an abnormal noise. Another like device was used to complete the procedure. There were no adverse consequences for the patient but very uncomfortable for the surgeon.